Event description:
I will be reporting serratia bacteremias in pts from the am2pat syringes. I'm just trying to print the forms so I can see what info I need to collect. Please make the process "user friendly" by making it easy to download sample reporting forms.